Event description:
It was reported that the patient was complaining of a sound and feeling related to the left thoracic side. Auscultation was done and an intermittent sound at the location of the heartmate 3 was heard. The sound only could be heard when the patient was lying flat in bed. The sound stopped while the patient was holding their breath. The log files were retrieved and looked okay along with the pump data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Section b1: type of report: correction. Section h1: report type: correction. Manufacturer's investigation conclusion: the reported intermittent noise was confirmed through the submitted audio file; however, a specific cause for the sound and feeling the patient experienced, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced no symptoms and would be observed.